Event description:
It was reported during testing the micro drill long straight attachment was leaking black oil. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, the root cause of the reported event was not able to be determined. Not returned to manufacturer for evaluation.

Event description:
It was reported during testing the micro drill long straight attachment was leaking black oil. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.